Event description:
It was reported that the patient's body was rejecting the pump. The patient has had "many serious problems". The hcp reported infection, inflammatory mass, wound dehiscence, pruritus and edema/seroma/hematoma (not specified which). The pump contained fentanyl. The hcp planned to explant the pump. The patient recovered without sequela from non-serious injury/illness per hcp.